Manufacturer narrative:
The technician found the brake and brake steer casters were worn and the brake mechanism was broken. The technician replaced the brake casters and the brake mechanism to repair the bed.

Event description:
Information received indicates the brake will not hold.